Event description:
Patient reportedly has been in pain and discomfort since the replacement of patient's generator for end of service. The pain is only associated with stimulation. Almost two weeks after surgery the physician found two nodules at the generator incision site. The physician stated that these nodules could be stitches that were not healed. Also, the patient reported swelling and tenderness at the generator incision site. The physician thought that a nerve may have been cut during surgery that was under the old scar tissue. The patient took an anti-inflammatory for 5 days, but there was no change with the nodules or pain. Upon further evaluation, the physician's nurse reported that the patient was last seen in 5-2002. She stated that the patient still has discomfort with the device. The nurse adjusted the patient's setting from 1.7 ma to 1.25 ma to try to lessen the discomfort. Review of x-ray taken in 4-2002 did not show any abnormalities, however, the doctor did state that there might be a possible insulation break on the lead that cannot be viewed from x-ray. The nurse also indicated that there is no inflammation or infection. Currently, the patient has taped the magnet over patient's device to temporarily turn it off. The patient plans to see physician to program the device to off. The patient reported that sometimes patient does not feel stimulation when patient swipes the magnet. The stimulation is intermittent. Sometimes the patient won't feel stimulation for over 5 minutes eventhough patient's device is programmed for rapid cycling. Patient reported that the intermittent stimulation started happening 4 weeks after surgery. The patient has been seizure free since january. No adverse event was reported in relation to the pain, intermittent stimulation, or suspected lead insulation break. Attempts to obtain additional information have been unsuccessful to date.